Manufacturer narrative:
Additional information: approximate age of device ¿ 30 days. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 2.5 years of support, the patient reported an intermittent beep sounding from the system controller associated with the black power lead. The patient was reportedly asymptomatic. The healthcare professional was able to manipulate the black power lead and cause an unspecified battery alarm to occur. When there were no alarms, the healthcare professional changed the white power lead over to the power module and a red heart alarm immediately sounded from the system controller. During interrogation of the system controller, it was noted that a pump off event had occurred and the clock was re-set. The only alert that the healthcare professional reportedly saw was low voltage. The epc system controller was changed to a pocket controller to check for a driveline fault. The patient changed between batteries and the power module several times and manipulated the driveline without alarms. The patient is reportedly doing well at home without alarms or issues on the pocket controller. No further information was provided.

Manufacturer narrative:
The reported loss of power to the system controller was confirmed based on the analysis of the data recorded in the log file retrieved from the returned system controller. The log file captured numerous low voltage advisories where the recorded voltage levels fell below the low voltage threshold. The log file also recorded a single time clock reset associated with a complete loss of power to the system controller resulting in a pump speed reduction to 0 rpm. This event was accompanied by low speed advisory, low speed hazard, and the low flow hazard alarms. When power was restored, the pump resumed operation at the set speed and the pump appeared to operate as intended until the system controller was removed from use. A specific cause for the loss of power/time clock reset could not be conclusively determined based on the information contained in the log file. The returned system controller was functionally tested and was found to function as intended, even when the power leads were manipulated. The white and the black power leads were independently disconnected and the system continued to operate solely on either power lead without any functional issue. The device passed the functional test procedure and operated on a mock circulatory loop without any notable events. Functional testing on the system controller with the returned 14 volt lithium-ion batteries and battery clips revealed normal system operation with no alarm conditions captured. The reported intermittent beeping sound associated with low voltage events could not be reproduced during the evaluations of the returned system controller, batteries and battery clips. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.